Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the physician tested the helix of the right ventricular (rv) lead but it was not able to extend. A new rv lead was used to resolve the event. The patient experienced no consequences.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region consistent with procedural damage.